Event description:
It was reported to boston scientific corporation that during a procedure using an advantage transvaginal mid-urethral sling system, the physician perforated the patient's bladder with the trocar. The physician cut the plastic sleeve and mesh, removed the device, and completed the procedure with another advantage transvaginal mid-urethral sling system. There were no complications to the patient, who was fine at the conclusion of the procedure.